Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Analysis results were not available at the time of report. A supplemental report will be submitted when analysis results are ava ilable.

Event description:
The (B)(6) reported a loss of therapy and loss of stimulation. The patient was not feeling stimulation when she turned the implantable neurostimulator (ins) on. They increased stimulation up to 400 (4.0) but the patient did not feel the stimulation. There were no falls or trauma. The patient programmer (pp) was synced with the ins and it showed that stimulation was on. Stimulation was on but the patient wanted stimulation turned off, and the patient was helped to turn stimulation off. The patient had an appointment with the doctor today, on (B)(6) 2015. She also wanted a manufacturing representative (rep) to be there. The patient was in a lot of pain and was up all night, last night. The issue occurred in (B)(6) 2015. It was noted that the patient had a history of non-malignant pain and occipital neuralgia. Nine days later a manufacturing representative (rep) and the consumer reported that impedances were >10000 and an x-ray of the ins site was ordered. It revealed twiddler syndrome. The patient was going to be explanted due to twiddler syndrome, not replaced. The patient had also intermittent therapy. It was noted that the surgical intervention had not been scheduled. Twelve days later the consumer reported that no steps were taken to resolve the loss of stimulation sensation and pain, and issue had not been resolved. She was waiting for removal of the device. The doctor told her that the cord was wrapped around the battery so no current could flow.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (serial # (B)(4)) found no anomalies. Analysis of the returned leads (serial # (B)(4)) found a procedural non-conformance; all conductor wires were broken 13.8 centimeters from the proximal end of one lead and 15 centimeters from the proximal end of the other lead due to overstress damage. Analysis of the returned anchors revealed no significant anomalies, only that the anchors had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.